Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. No moisture damage inside the pump noted. All of the buttons are functioning properly and no button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer's parent reported that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The customer was unable to clear the alarm. Customer's blood glucose level was 118 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.